Manufacturer narrative:
The insulin pump passed leak test. The insulin pump was received with intermittent back and down button response, problem isolated to keypad assembly. The insulin pump was received with j1 connector at pcba1 properly connected. No damage or moisture damage on keypad assembly noted. The insulin pump had a stained keypad overlay, fading serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced. No further details given.